Event description:
A (B)(6) old female pt contacted zoll customer support to report damaged response buttons. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon evaluation, both the front and rear response buttons' switches were missing their conductive component. The root cause for the defective switches cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.